Event description:
The customer reported the dash responder defibrillator would not charge. This was noted while the device was being evaluated during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.